Event description:
It was reported that the ng tube was knotted upon removal from the patient and that the patient experienced a small amount of bleeding during removal, which required cutting the product. No patient injury reported.

Manufacturer narrative:
The investigation is in progress. Once the investigation is complete, a supplemental report will be filed.